Manufacturer narrative:
(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the motor seized, blocked and was running rough on the compact air drive device. It was further determined that the device had internal blocking and the motor did not work. It was further determined that the device presented a blockage of the internal turbine. It was observed that there was a general wear of the internal and external components essential for normal operation of the device. It was further determined during the pre-repair diagnostics assessment that the device failed for check status of development, general condition, check air hose coupling, check function of soft mode switch, check for untrue running and for check starting behavior. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: upon further investigation, it was determined that MFR# 8030965-2016-14887 is a duplicate of MFR# 8030965-2016-14884. Reference of MFR# 8030965-2016-14884 for all further reporting regarding this event. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.